Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the internal leakage test, pressure transducer test and safety valve test failed during pre-use check and nozzle unit on air gas module was defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The device's logs was not provided for further analysis. The claimed nozzle unit was discarded by the customer. Our conclusion is that the defective part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).